Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate the reported failure. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.the cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that while getting ready to monitor a patient for transport, the device locked up and said service across the screen. The customer cycled power and the failure did not recur. As a precaution, the customer obtained a backup device and used it to monitor the patient during transport. There were no adverse effects to the patient due to the reported failure.